Event description:
It was reported that impedances greater than 2000 ohms were found on all bipolar pairs of the patient's implantable neurostimulator. The patient had received some therapeutic benefit but recently had "increased off periods." The patient was working with a physician and the intention was to perform x-rays, and to monitor the patient closely. If additional information becomes available, a follow-up report will be sent.